Event description:
Tubing flushed with normal saline (ns), user noticed cracks in clear plastic t-port connectors====================== health professional's impression======================faulty device.